Event description:
It was reported that externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned cut in two segments. Externalized conductors due to internal insulation abrasion were found at 11.6-16.6cm from the distal tip. The silicone insulation was abraded and the sensing conductor was visible. Internal insulation abrasions were found at 7.2-7.7cm and 14.2-15.6cm from the distal tip. The etfe coating was intact at these locations.